Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion test failures which were not reproduced. The event history log review was performed and determined that the customer experienced multiple "downstream occlusion!" Alarms. The downstream tubing guide was found out of specification, causing the reported symptom. The tubing guide was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was failing the downstream occlusion test. There was no patient involvement. No additional information is available.